Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient heard a pump alarm and she had been experiencing withdrawal symptoms. It was noted that the alarm was possibly due to a motor stall. There were no environmental/external/patient factors that may have led or contributed to the issue and the patient did not undergo any magnetic resonance imaging. The hcp plans to the pump into minimum rate and replace it. The issue was unresolved at the time of this report. It was reported that the patient was alive with no injury. No further complications have been reported as a result of this event.